Manufacturer narrative:
Video and photo were received for analysis of complaint of leaking cassette and cassette with particulate in fluid path. In the video and in the photo, particles were detected, confirming complaint no leaking was detected in the photo and video received. Leaking was not confirmed. Lot history review of the potential lot numbers did not find any related complaints.

Event description:
It was reported that 100% visual inspection identified a cassette with a particle. Upon 100% re-inspection, an additional cassette was found to be leaking. The particles had been described by staff as ¿small clearish curl of plastic.¿ the leaking cassette leaked from the seam of the bag. There was no patient involvement.